Manufacturer narrative:
The following fields have been updated: g4, g7, h2, h6 and h10. This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. A review of the device history record (DHR) was conducted and no abnormalities or anomalies were found during production of the device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was observed with a broken power switch and with old version switch. The led indicators for gas supply, pressure, smoke and flow rate of the control board of the front panel are too dim. Minor scratches were found on the top cover and front panel. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. The reported issue was confirmed. The root cause of the reported failure was attributed to electrical component failure and users handling and maintenance issue.

Event description:
It was reported that the device was found with a broken power switch. There were no further details provided regarding the event. There was no patient involvement reported. No user harm was reported.